Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on 06/19/2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. Reaction was located on the abdomen under the sensor cup and was described as itchy. Affected are was treated with an antibiotic cream that was not prescribed for this issue. The date of the prescription was unknown. No additional patient or event information was provided.